Event description:
It was reported that this right ventricular (rv) lead got dislodged from the high septal position and had dropped to the low septum where there was no capture noted. The rv lead was then repositioned to mid septum with normal capture, sensing and impedance. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to fields b5 describe event or problem, d4 unique identifier (UDI)#, f10 impact codes (2) and h6 impact codes (2). This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right ventricular (rv) lead got dislodged from the high septal position and had dropped to the low septum where there was no capture noted. The rv lead was then repositioned to mid septum with normal capture, sensing and impedance. This lead remains in service. No additional adverse patient effects were reported. Additional information indicated that this rv lead was explanted. A new lead with the same model was implanted in the left bundle branch (lbb). No additional adverse patient effects were reported.